Event description:
Hcp reported pt presented in 2004 with signs of an infection of the lumbar region. These include redness, swelling, drainage, and pain. Cultures of the lumbar region were obtained and pseudomonas aeruginosa was the type of orgainsm cultured. The pt was treated with both IV and oral antibiotics and total device system explant the following day. The device was not returned to the MFR for analysis. Hcp reported pt's infection is ongoing.